Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and could not replicate the issue so did a proactive replacement. The fse then replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. The unit was analyzed and no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a pftp where all relevant testing was passed within specification. The unit was install onto a golden system where the component functioned as expected. Once testing was completed, the usm was inspected, but no faults could be identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope on universal surgical manipulator (usm) 2 would not rotate. The customer moved the endoscope from usm 2 to usm 3 and 4, which worked normally. The procedure was completed with no reported injury.